Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not match the display cursor. It was indicated that the touchscreen was out of specification. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not match the display cursor. The programmer was returned for service. No patient com plications have been reported as a result of this event.